Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, we could not surmise the cause of the phenomenon since the device was not returned to quality assurance. Additionally, attempts were performed to obtain additional information, but no information was received from the customer. Therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source displayed error b30, e216 and e215.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source displayed scope communication error b30. There were no reports of patient harm.